Event description:
The lead was explanted during a routine change out and upgrade. The lead was returned with no complaints and tested out of specifications.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and pin cap intermittency was found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.